Event description:
The tech alleged that the bed exit alarm audio is inoperable. No pt impact.

Manufacturer narrative:
The tech found a loose connection on the bed exit audio. The tech reconnected the bed exit audio to resolve the issue.